Event description:
On (B)(6) 2010, pt reported the plunger got stuck on the piston rod when she was inserting her new insulin cartridge in the infusion device. Pt stated, she pushed then pulled on the cartridge and the plunger separated from the cartridge and got stuck on the plunger. Pt reported, it was a full insulin cartridge. Pt reported most of the insulin spilled on the table. Pt stated there were only a couple of drops that fell in the chamber of the infusion device. Pt reported it wasn't enough to spill out if the infusion device had been turned over. Advised to clean out the cartridge chamber with a clean cloth or cotton swab. Assisted pt with removing the plunger form the piston rod. Pt was able to successfully remove the plunger form the piston rod. Reviewed how to properly remove the insulin cartridge form the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.